Manufacturer narrative:
The device evaluation showed the following: the leading end of the catheter had separated from rest of the catheter. The leading end of the catheter had pulled out of the trailing olive bond. There was evidence the leading end of the catheter had been bonded at the trailing olive. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation and reintervention resulting in potential patient harms. When withdrawing the device delivery system through the introducer sheath, verify all catheter components are intact. Catheter leading end separation or breakage and related potential patient harms have occurred. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g. Cut down) and endovascular techniques (e.g. Snaring, sheath removal). The findings from the evaluation are consistent with the physician¿s observations for leading catheter breakage. The cause for the catheter breakage could not be determined with the available information. The reported resistance felt during catheter removal through the introducer sheath and reported force used to remove the catheter through the sheath may have contributed to the event.

Event description:
It was reported that the patient presented with an abdominal aortic aneurysm and a right common iliac aneurysm that were treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses (ibe). After the internal iliac component (hgb161207) was successfully deployed, resistance was felt during the retraction of the device catheter and force was applied to remove it. After the catheter was retracted out of the patient it was realized that the leading end of the catheter did separate in the patient. It was mentioned that the separation appeared to have occurred while the catheter was being pulled back into the introducer sheath. It was possible to remove the leading end with an endovascular snare system. The procedure was successfully completed with favorable results.